Manufacturer narrative:
Journal reference: adam r.a. Urinary retention following tension-free vaginal tape successfully treated by sacral neuromodulation. International urogynecology journal and pelvic floor dysfunction. (United kingdom) 2006; 17 (6):679-680. This report is being filed.

Event description:
Journal reference: adam r.a. Urinary retention following tension-free vaginal tape successfully treated by sacral neuromodulation. International urogynecology journal and pelvic floor dysfunction. (United kingdom) 2006; 17(6):679-680. The article lists info suggesting a female pt being treated with sacral neuromodulation for urinary retention post tvt, experienced a complication with the implantable stimulator. The neuromodulation therapy was successful. Six months post implant, the pt experienced a pressure ulcer at the ipg site. Device was explanted and not replaced due to the problems.